Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report from the representative, "the surgeon told us that in several times he had patients where he used bioglue, and they had fever once a day, some days after the surgery without any focus and with all the studies normal. After 20 or 30 days they stopped the fever and never more. He wants to know if there is any publication about this using bioglue because it is the only thing in common between them. Maybe when the product start to be absorbed or something like this make a reaction with fever just once a day." Multiple attempts were made to obtain additional clarifying information without success. Correspondence via email on 06/08/2015, 06/12/2015, 06/17/2015, and 06/22/2015 with (B)(4) produced no clarification regarding the reported events. A final contact attempt via letter to the distributor on 06/22/2015 was made without response. A request for additional information email was sent directly to the surgeon on 06/12/2015 without response. A physical address was not provided by the distributor and a hospital of practice for the surgeon could not be determined. Records could not be queried for potential lot numbers as implant dates for the reported events are unavailable. Based on the information available at the time of this report, a definitive determination cannot be made as to the cause of the fevers observed in the surgeon's patients. Little information is known about the reported events, including but not limited to indication for initial surgery, patient medical histories and/or other potential contributing factors, amount of bioglue used in each patient, or other product/materials/medications used in or administered to the patients during or following the initial procedure. A search of the literature did not identify any publications reporting on alleged or confirmed fever related to the use of bioglue. According to the limited available information, an undisclosed number of patients experienced "fever" following surgery in which bioglue was utilized. Details regarding the symptomatic presentation of the "fever" is unknown, however, the report indicates that clinical laboratory "studies" were normal. Resolution of the fever occurred approximately one month post procedure. Fever is a non-specific physiologic response to inflammation. Inflammation, immune response, and allergic reaction are adverse events that have been reported with the use of bioglue. Adequate precautions are outlined in the IFU. However, there is not a definitive correlation between the use of bioglue and fever. Additionally, how the bioglue was used, the specific application, and the amount applied, are unknown.

Event description:
According to the report from the representative, "the surgeon told us that in several times he had patients where he used bioglue, and they had fever once a day, some days after the surgery without any focus and with all the studies normal. After 20 or 30 days they stopped the fever and never more. He wants to know if there is any publication about this using bioglue because it is the only thing in common between them. Maybe when the product start to be absorbed or something like this make a reaction with fever just once a day."

Event description:
According to the report from the representative, "the surgeon told us that in several times he had patients where he used bioglue, and they had fever once a day, some days after the surgery without any focus and with all the studies normal. After 20 or 30 days they stopped the fever and never more. He wants to know if there is any publication about this using bioglue because it is the only thing in common between them. Maybe when the product start to be absorbed or something like this make a reaction with fever just once a day."